Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used foley tray system. Visual inspection noted an unknown substance inside the of the syringe upon return. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the primary registered nurse reported visualizing particle floating in sterile water syringe used to inflate foley balloon. Syringe was not used on patient. Another kit was opened and inspected, with no damage. No harm to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the primary registered nurse reported visualizing particle floating in sterile water syringe used to inflate foley balloon. Syringe was not used on patient. Another kit was opened and inspected, with no damage. No harm to patient.

Event description:
It was reported that the primary registered nurse reported visualizing particle floating in sterile water syringe used to inflate foley balloon. Syringe was not used on patient. Another kit was opened and inspected, with no damage. No harm to patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿defective / contaminated components from supplier". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.